Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed a report automatically printed after interrogation; this is normal operation based on printer preference settings. Analysis also found the stylus did not align with the cursor on the screen; bezel/overlay assembly found out of electrical specification. It was noted the stylus was missing. Concomitant product: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported that the programmer printed test data anytime interrogation tests were run. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.